Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Customer with either continue to use the pump or revert to manual injections for insulin therapy.